Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "she cannot walk to another room due to the shortness of breath. Symptoms shortness of breath, unexplained cough, wheezing, having productive cough of thick, stingy (glue like) clear and white substance. Has never smoked. Having cough with and aspirating with the reflux. Also, pneumotic as has inflammation in her lungs. Also experiencing nausea and vomiting up bowel". No medical intervention was specified as being required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.